Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, faded and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display screen was dim, faded and discolored. The contrast setting was increased to the maximum of '10' with little improvement observed. Unrelated to the display issue, the bolus button cover and plug were found to be detached from the pump, exposing the internal contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.